Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a laparoscopic enterolysis; laparoscopic fulguration and excision of peritoneal endometriosis; bso laparoscopic paravaginal repair; distal rectocele repair with perineal body repair. It was reported that the patient underwent a right eswl on (B)(6) 2007 due to multiple stones in the right renal pelvis. It was reported that the patient underwent a open operative laparoscopy, laparoscopic excision of endometriosis, lysis of abdominopelvic adhesions, enterolysis, ovariolysis and ureterolysis on (B)(6) 2007 due to bilateral ovarian cysts, bilateral ovarian adhesions, abdominopelvic adhesions and endometriosis. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, cystitis, urinary frequency, urgency, uti, overactive bladder, and bladder outlet obstruction.

Manufacturer narrative:
Corrected information.